Event description:
It was reported that the patient was implanted with kinetra dbs system. The extension was exposed from the skin around the back of the right ear and the patient got an infection. The doctor decided to explant the extension and the patient was treated with appropriate antibiotics. The doctor planned to implant new extension in the future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 7482-51, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Follow up information reported that the patient had recovered and was receiving effective therapy as previously. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an aerobic culture was performed. It was noted the results were ¿>15 colony-forming unit (cfu) of pseudomonas stutzeri.¿ it was noted the patient recovered from the infection. It was stated a replacement procedure was performed on the date previously scheduled. Patient outcome from procedure was not provided.